Event description:
It was reported that the right ventricular lead was replaced after it had pulled back, thus requiring high output. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported that the right ventricular lead was replaced after it had pulled back, thus requiring high output. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed and tested out of specification. No conclusion can be drawn dislodged.